Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed occlusions and elevated bg by remove the cartridge, advancing the pump piston and then replace the cartridge, all while site was connected to the customer's body. Tandem technical support educated the customer to tandem technical support educated the customer to not be connected to the pump while loading cartridge.